Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass graft procedure, while on the sternum, the device¿s needle broke. A new instrument was used in order to complete the case. No patient injury.